Event description:
It was reported, that this pacemaker exhibited oversensing noise that resulted in pacing inhibition. The patient experienced an asystole. Technical services (ts) recommended further evaluation. The physician decided, that they will continue to monitor. The device remains in use. No additional adverse patient effects were reported.